Event description:
It was reported that during treatment of an un-specified vessel, the 8/30mm x 120 cm xpert delivery system began to be back-loaded onto the guide wire. As the guide wire entered the distal section of the xpert guide wire lumen, the stent deployed at its distal section. This occurred before the xpert delivery system entered the anatomy. The xpert delivery catheter was removed from the guide wire, and was not used. A new 8/30 mm x 120 cm xpert was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.